Manufacturer narrative:
Correction: the device is labeled for single use. The manufacturing and sterilization records were reviewed and found to be acceptable. The product was not returned for analysis. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action required.

Manufacturer narrative:
The product is not available for evaluation. Additional information regarding patient impact has been requested. The investigation is ongoing.

Event description:
A facility in (B)(6) reported loss of anterior chamber volume during surgery. The posterior capsule ruptured. A cassette of the same lot was used to complete the surgery.